Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient (pt) presented for diagnostic cath. Initial access via right femoral difficult. Left femoral had right upper extremity to left lower extremity bypass graft with low flow. Severe lesion o plcx. The physician proceeded with balloon inflations and during second inflation pt experienced pulsless ventricular tachycardia/ventricular fibrillation (vtach/vfib) cardiac arrest. Multiple defibrillations delivered unsuccessfully and code blue called, cardiopulmonary resuscitation (CPR)(advanced cardiovascular life support (acls) initiated by team, intubated by anesthesia. Right femoral access exchanged for impella sheath and impella cp implanted with active CPR. Impella flows 3.4-3.6 lpm with refractory vtach/vfib, shocks delivered and rose obtained. Physician continued with percutaneous coronary intervention and delivered x1 des to lcx. Image right fem distal to leg for perfusion, no flow visualized past introducer sheath. Introducer was removed and inserted repo sheathed, imaged again and slow flow past sheath observed. Vascular called to bedside to assess. Physician imaged left fem and no flow observed to the common femoral. Team decided on plan to attempt to wean impella, however pt had vtach/vfib on p4, defib x1 with response and impella increased to p9 by team. Decision to leave impella in. During support it was also noted of right femoral site that was redressed for slow ooze, angle matched and forward tension re-applied, no oozing now. Ultimately the patient was made a do not resuscitate and expired on support.

Manufacturer narrative:
Correction e4, h6. The investigation of the reported failure mode has been completed. Ischemia/ ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.